Event description:
Customer reported receiving a false positive result for her three-year-old on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22193c, reader sn (B)(4). On (B)(6) 2022, a confirmatory hologic panther aptima nucleic acid amplification (tma) methodology pcr test was performed and a negative result was obtained. On (B)(6) 2022 and (B)(6) 2022, abbott binaxnow antigen tests were performed and two negative results were obtained. A repeat cue test was performed on (B)(6) 2022and a negative result was obtained. Child being tested is showing symptoms (runny nose, sore throat, cough).

Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.